Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the rf (radio frequency) head passed functional and bench testing. (B)(4).

Event description:
It was reported there was difficulty interrogating. The rf (radio frequency) head was returned. No patient complications have been reported as a result of this event.